Event description:
This rv lead was implanted on (B)(6) 2011. During the procedure, the patient had a micro perforation. The physicians performed a stat echocardiogram on the patient, the fluid was drained, and blood pressure came up again. The patient was stable before leaving the ep lab and will be monitored in the ccu. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).